Event description:
Additionally, healthcare provider reported "implant rupture with capsular contraction and desire for larger breast implants. Patient who has an MRI evidence of implant rupture. They also have tightening of the breasts with an unnatural feel and appearances consistent with capsular contracture of grade iii." The device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported a right side rupture. Healthcare professional additionally reported "implant rupture with capsular contracture and desire for larger breast implants. Patient who has an MRI evidence of implant rupture. They also have tightening of the breasts with an unnatural feel and appearances consistent with capsular contracture baker grade iii." The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed opening on patch/shell bond edge side assessed as unidentified (tear) opening. Shell thickness within specification. Visibility/palpability: unable to observe since it is not related to the device. Capsular contracture: unable to observe since it is not related to the device. Additional observations: no other observations observed. No further actions are required as the device was implanted. Additional, changed, and/or corrected data.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Healthcare provider reported a right side rupture. The device remains implanted.